Event description:
The pt reported experiencing elevated blood glucose of up to 500 mg/dl since the beginning of 2009. The pt believes that the infusion device does not deliver the correct bolus amounts. The pt's normal blood glucose level is 120-140 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.